Manufacturer narrative:
Covidien reference: (B)(4). This complaint was reported through a voluntary medwatch report. Report number: mw5044524. The customer reported that no additional information would be provided. The product is not being returned for investigation. The provided product lot number is not associated with a shiley product. The model number was also not provided. Therefore, the device manufacture date and 510k number are unknown.

Event description:
It was reported that when a patient's tracheostomy was changed, the patient experienced discomfort with the new tracheostomy tube. The tube was then exchanged for a new product. There is no report of patient injury as a result of this event.